Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023 for treatment of stones. At the start of the procedure, the patient was placed under local anesthesia. During the procedure, a snare was inserted to the biopsy cap and the foam piece blocked the biopsy channel. The scope was sent to reprocessing to remove the foam piece. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The procedure was not able to be completed as a result of this event. There were no patient complication as a result of this event.

Manufacturer narrative:
Block h2: block h6 was updated based on the information available. Block h6: mdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: correction: block h6 device code has been corrected based on the information available in the complaint record.

Manufacturer narrative:
Block h2: block h6 was updated based on the information available. Block h6: mdrf device code a0501 captures the reportable event of the sponge detachment. Block h10: investigation results the returned rx locking device and biopsy cap were analyzed. The visual evaluation found that the sponge was not returned, only the biopsy port. No other problems were noted. The reported event was confirmed. Product analysis identified that the sponge was not returned. Additionally, according to the event description and information provided by the customer, the device was used in a manner inconsistent with a written instruction in the IFU. According to the IFU 51271359 rev. A states: "to insert devices through the biopsy cap, apply water-soluble lubricant to the top of the cap, align the device with the scope inlet, and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope working channel". This could have caused the sponge to be detached during the procedure. Therefore, the most probable cause is "failure to follow instruction." Block h11: correction: block h6 device code has been corrected based on the information available in the complaint record.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023 for treatment of stones. At the start of the procedure, the patient was placed under local anesthesia. During the procedure, a snare was inserted to the biopsy cap and the foam piece blocked the biopsy channel. The scope was sent to reprocessing to remove the foam piece. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The procedure was not able to be completed as a result of this event. There were no patient complication as a result of this event.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023 for treatment of stones. At the start of the procedure, the patient was placed under local anesthesia. During the procedure, a snare was inserted to the biopsy cap and the foam piece blocked the biopsy channel. The scope was sent to reprocessing to remove the foam piece. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The procedure was not able to be completed as a result of this event. There were no patient complication as a result of this event.

Manufacturer narrative:
Block h6: mdrf device code a0501 captures the reportable event of the sponge detachment.